Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fluid ingress bezel, replaced 3rd party rear case, replaced damaged door assr, replaced left/right corroded iui. Replaced 3rd party upper /lower pressure sensor. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the bezel assembly. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fluid ingress bezel, replaced 3rd party rear case, replaced damaged door assr, replaced left/right corroded iui. Replaced 3rd party upper /lower pressure sensor. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the bezel assembly. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iuis, (B)(4) for bezel fluid ingress, (B)(4) for pressure sensors.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.